Event description:
It was reported that the patient's non magnet electrogram (egm) data included no capture on the right atrial (ra) lead, an ra lead warning for low impedance paces, and intermittent loss of telemetry. It was also reported that oversensing was noted in atrial high rate (ahr) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.